Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has alarmed critical pump error. The blood glucose reading was 7.9 mmol/l. It was also stated that the driving shaft did not want to go to the start position. There were no significant events prior to the alarm.

Manufacturer narrative:
The pump was received with a critical pump error due to a corrupted serial flash memory. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump error. The pump was received with a scratched case.